Event description:
It was reported that a message of a possible circuit damage was observed. Low hvli was also observed. It was noted that the patient received a hv therapy on (B)(6) 2010. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed. Analysis found the high voltage output circuitry damaged. Several arc marks were observed on the device can surface. It is believed that the lead arced to the ICD can causing a low impedance path. All low voltage device functions were normal.

Event description:
A patient reported blood glucose results of '300 mg/dl' and '230 mg/dl' with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.